Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report they observed airway damage (bleeding) on patient after use of their device. It is unknown if the device did or did not cause or contribute to this event.

Event description:
The customer contacted stryker to report they observed airway damage (bleeding) on patient after use of their device. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
The information in initial MFR report #3005445717-2022-00001 was determined to be erroneous and duplicate. A supplemental report will not be forthcoming. Initial MFR report #0003015876-2022-00664 has been submitted for this reported event.